Event description:
On (B)(6) 2010, patient reported the infusion device did not alert when his insulin cartridge was empty today. Verified by seeing 0 units when checked totals. Patient requested assistance in changing the cartridge. Patient reported he has heard the low battery alert only once since he has had the infusion device although he routinely changes the battery every 4 weeks. Attempted to have patient check the alert history to see if either alert appeared; he was not wanting to this evening. Patient declined to discuss concerns; stated he would provide details during follow up call. On follow up call on (B)(6) 2010, patient declined assistance setting up new infusion device stating he prefers to wait until he finishes this insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.